Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left subclavian vein. A 6.0mmx40mmx135cm sterling balloon catheter was selected to treat the lesion. The balloon was inflated three times. During the third inflation, the balloon ruptured at 14 atms. The physician completed the procedure with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).